Event description:
(B)(4). Same patient as MDR ID 2134265-2010-05020, 2134265-2009-07204. It was reported that post coronary stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2008, the subject was diagnosed with unstable angina (braunwald classification: ib). Cardiac catheterization was recommended which revealed a 75% stenosed lesion located in the distal left anterior descending artery (lad). The lesion was 7.0 mm long with a reference vessel diameter of 2.75 mm and treated with pre-dilatation and placement of a 2.75 x 12 mm study stent. Following post dilatation residual stenosis was 0%. The following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with chest pain and was hospitalized. Target vessel revascularization was performed to treat the 85% stenosis of the previously placed 2.75 x 12 mm study stent and the non-bsc stent in the distal lad. The stenosis was treated with balloon angioplasty the placement of a non-bsc stent with 10% residual stenosis. The following day, the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).